Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, two months post-implant, the pacing lead had a dislodgement and the screw was damaged. The pacing lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the helix of the lead was extrinsically bent. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.